Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with recurrent corneal erosion secondary to poking her eye. Epithelial debridement was performed. Patient notes pain right eye upon awakening. Patient is still being followed closely.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. The possible root cause could be poking of the eye by patient. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, the patient presented approximately 22 months post lasik with acute eye pain. Patient has experience recurrent erosions since treatment but the patient had not had one for six months. The patient was treated with pupil dilating agent, a bandage contact lens, an antibiotic and artificial tears. Patient noted dry eyes.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).